Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure using vasoview hemopro 2, after the dissection the surgeon started to do the transection with the cutting tool. Soon after this without cutting the branches a prolonged time the safety shut down mechanism activated. The surgeon waited for the product to cool down but this happened again and again without prolonged time of activation. The surgeon then noticed the plastic behind the jaws had a tear in and when the vein was removed there was a hole in the conduit. Due to the peeling of the plastic and safety shut down activation the whole time the surgeon opened a new device and the harvesting was completed without any problems. There was no harm to the patient.

Manufacturer narrative:
Trackwise#:(B)(4). Corrected sections: h6--component codes corrected from "1028" to "4721" , h10--summary updated. The device was returned to the factory for evaluation on 07/18/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the intact heater wire. There were no visual defects observed on the clear silicone insulation on both the hot and cold jaws. The shaft of the device was observed to be peeled closest to the base of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "electrical /electronic property problem" was not confirmed, however the reported failure "peeled; delaminated; shaft" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
(B)(4). Corrected sections: h6--code "1504" removed, as code "1454" was considered sufficient. The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The tip of the black sheath closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the tip of the shaft. No electrical testing was conducted due to the non-return of the device. Based on the non-return of the device , the reported failure "electrical /electronic property problem" was not confirmed. Based on the photographic evaluation, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000263850 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.